Event description:
Information received indicates the bed has intermittent head up function.

Manufacturer narrative:
The technician isolated the issue to a stuck head up valve. He had to press the head up switch 3 to 4 times to get the head section to rise which would also free the valve. The technician replaced the head up valve and the bed functioned properly.